Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the unit "keeps alarming". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for a full functional bench test in attempt to replicate the reported defect. A water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. 2-3 lpm of air flow were supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout , invasive, at 37 degrees c. The low water indicator light came on before the unit could heat to the set temperature. The low water reed switch was removed , visual inspection did not reveal any damage to the switch. The switch was replaced with a lab inventory low water reed switch. This time the unit was able to heat up to the set temperature of 37 degrees c with no issues. The original low water reed switch was reattached to the unit. Again, the unit was able to heat up to the set temperature of 37 degrees c with no issues. It is unknown what was causing the unit to alarm the first time. It appears reconnecting the low water reed switch has fixed the issue. It is possible that the connection was bumped loose while in the field or that the user loosened the connection at some point. The complaint has been confirmed. Initial functional testing revealed that the low water indicator light alarmed when there was plenty of water in the column. The low water reed switch was disconnected and reconnected and the issue went away. It is unknown what was causing the unit to alarm the first time. It appears reconnecting the low water reed switch has fixed the issue. It is possible that the connection was bumped loose while in the field or that the user loosened the connection at some point.

Event description:
It was reported that the unit "keeps alarming". No patient involvement reported.